Manufacturer narrative:
The full patient identifier for this case is (B)(6). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access high sensitivity troponin I reagent was not returned for evaluation. All assay and system verifications met specifications at the time of this event. No hardware errors, flags or other assay issues were reported in conjunction with this event. The cause of this event has been identified as use error/ preanalytical sample handling. The sample, collected in a becton dickinson (bd) rapid serum tube, was identified as overfilled. Per bd (becton dickinson) rapid serum tube (rst) insert ref 368774: ¿over-filling or under-filling of tubes will result in an incorrect blood-to-additive ratio and may lead to incorrect analytic results or poor product performance¿.

Event description:
On 22april2020, the customer reported that on (B)(6) 2020, an erroneous elevated troponin I (access high sensitivity troponin I) result of 224.6 ng/l for one patient was obtained involving the laboratory's access 2 immunoassay portion of the unicel dxc 600i synchron access clinical system (part number a25635 and serial number (B)(4)). The customer reanalyzed the patient's sample in duplicate on the same access 2 immunoassay system portion of the unicel dxi 600i synchron access clinical system and obtained lower results of 3.6 ng/l and 4.0 ng/l. The customer's reference range was not provided. The beckman coulter reference ranges for access high sensitivity troponin I (serum) are (ng/l): females: 13.6 (10.0 - 25.6), males: 19.8 (15.4 - 44.8), overall: 18.1 (14.3 - 25.6). The elevated access high sensitivity troponin I result of 224.6 ng/l was released from the laboratory. There was a report of change to patient treatment based on the elevated results. The patient was administered clexane and clopidegrol. No further change in patient treatment or injury was reported. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. The sample was collected in a bd (becton dickinson) rapid serum tube (rst). The sample tube was reported to be overfilled. The sample was centrifuged for 10 minutes at 3000g at temperature of 15 - 25c. No other sample handling or processing information was provided. The sample was also analyzed with another methodology (I-stat) (ctni) and a result of 0.00 ug/l was obtained. The customer's I-stat ctni reference range is 0.02 - 0.04 ug/l.